Event description:
A home patient (hp) reported multiple incidents of dry minicaps. According to the hp the sponges were white in appearance indicating no evidence of povidone iodine solution. Per hp there was no pt injury associated with these incidents.